Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator when the patient presented in the clinic. The device was explanted and replaced on (B)(6) 2017. No patient symptom was reported.